Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitors (icms) have a high false positive alert rate, especially in detecting pauses and atrial fibrillation. According to the research article, "implantable loop recorders: sensitive but not specific," the false positive alerts required manual confirmation, which added significant burden on healthcare professionals. Patient information could not be obtained.